Manufacturer narrative:
(B) (4): analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.

Event description:
It was reported that there was a problem with the implantable neurostimulator (ins). An early replacement indicator (eri) message was noted on the pt programmer. The pt recently suffered a fall where the pt fell flat on her back on stairs. The fall was not related to the stimulation therapy or product. The pt was still able to get stimulation. The pt was going to be seen at the managing physician's office at the earliest opportunity to interrogate the battery. An end of service/end of life (eos/eol) message was noted later. It was recommended that the ins be replaced. The ins died 6 weeks after implant. The battery depletion was not considered to be normal. The pt concerned about out of pocket expenses that the pt was going to have to cover due to another replacement surgery. The ins was replaced. The pt recovered without sequelae.